Manufacturer narrative:
(B)(4). This is a distributed product and the correct FDA registration number is (B)(4).

Event description:
The consumer reported that the nebulizer on their aerosol compressor broke. This issue could prevent a user from receiving their prescribed dose(s) of medication.